Manufacturer narrative:
Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was implanted in the patient's right eye. However, the patient visual acuity did not improve significantly after surgery; approximately three weeks later, it had only increased to 0.9, and the patient complained of double vision. As the patient requested a replacement, surgery to replace the implant was scheduled for (B)(6) 2024. Through follow-up, we learned that the iol was explanted. No further information was provided.

Manufacturer narrative:
Additional information: the suspect lens was further evaluated by the manufacturing site. The lens re-measurement was 13.15d which equaled the power of the lens that was originally implanted and reported in complaint file number (B)(4). Furthermore, the suspect lens returned for complaint file number (B)(4) re-measurement was 11.87d which equaled the power of the lens reported in this investigation for complaint file number (B)(4). This finding indicates that the lenses may have been mixed up during the return process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section b5 - describe event or problem: additional information was provided and it was learnt that the patient experienced improved vision with correction. The doctor believed the lens diopter was incorrect and replaced it with a synergy lens with a different diopter on (B)(6) 2024. No further information was provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 24-jan-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed that the lens was received in the tip of a non-johnson & johnson cartridge. The lead haptic was unfolded and the rear haptic was detached. The complaint issues were not identified during product evaluation. The other observed issues during product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.